Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 400 mg/dl. Prior to the event, the customer experienced vomiting, nausea and thirst. The customer stated that he may have had an infection that resulted in the diabetic ketoacidosis. The customer called for assistance with the time and date. Assisted, and verified that the basal rates were programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.